Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. The customer found a leak from the secondary mode aspiration probe, and observed that the probe rinse block was not traveling the complete distance down to the stop. The customer stated that there was no apparent obstruction that was impeding its travel. The customer found that the issue was with the ball bearing glide, which had developed a small catch as it traveled downward, probably due to debris on the bearings. Cts advised the customer to manually pull the probe rinse block down to the stop several times until it smoothly went all the way down to the stop that the assembly had been set at, which resolved the leak. The instrument ran without leaks and all activities were verified according to the customers established protocols. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 2ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument, and there were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.